Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument passed all functional testing. Visual inspection was performed, and no grip misalignment was observed. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the large hem-o-lok clip applier instrument did not close properly. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no patient harm/injury and no adverse outcome. The issue was resolved with a spare instrument. No fragments fell inside the patient.